Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00698. It was reported the pt ((B)(6)) is experiencing warmth at the ipg site while recharging. In addition, the pt alleges after a certain point, he is unable to increase the amplitude for his therapy program. There are reportedly no issues with respect to impedance; however, attempts to address the alleged amplitude adjustment problem via reprogramming have been unsuccessful thus far. Plans regarding the next course of action have not been provided to the MFR.

Manufacturer narrative:
This device model is associated with a field correction. Device evaluated by MFR: corrective and preventive action (CAPA) investigations was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.